Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device component was confirmed, although the difficult to remove and failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the warnings section of the hi torque guide wires instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified right coronary artery (rca). The balance middleweight guide wire was advanced up through the guide catheter and engaged in the rca. The tip of the guide wire became lodged in the lesion close to the ostium of the rca. As the operator torqued and tried to advance the guide wire it became twisted; however, was continued to be torqued on, as well as being pushed and pulled at the same time, causing a build-up of tension in the mid and distal sections of the guide wire as the tip was not able to turn. At this point, when the physician took over, it felt like the mid-section of the wire had already broken as trouble was encountered controlling the guide wire. It was believed that the tip coils had already started to separate. As the guide wire was pulled back it separated at the mid-distal joint. A snare device was used to collect and remove the mid-distal section of the guide wire that had become wrapped around the coils of the tip. Unfortunately, a section of the tip / coils remained in the aorta and were unable to be retrieved. The patient was sent for surgery which took place on (B)(6) 2014 and the separated piece of guide wire was retrieved. No additional information was provided.